Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their clear plastic ring was coming off. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer stated that reservoir was unable to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked select button on keypad overlay. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer.